Event description:
Customer received a result of hi and retested blood glucose and received results of 170mg/dl and 200mg/dl. Customer had low blood symptoms and called paramedics. They tested their blood glucose and received a result of 55mg/dl. Customer was taken to the hosp and they received a result of 35mg/dl. Av IV was administered and the customer was hospitalized. The wrong controls were being used on the device, it was also coded incorrectly. A request was made for the return of the suspect device and replacement product was sent.